Event description:
It was reported that the ventilator failed pressure transducer test during pre-use check. There was no patient involvement. Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
The device was inspected on-site, where the issue was confirmed. During troubleshooting, it was found that one of the nozzle units inside one of the gas modules was broken and therefore replaced. After replacement, the device passed all functional, safety, and calibration tests and was returned to the customer for clinical use. Additionally, images of the broken nozzle unit were provided, confirming the reported issue beforehand. No device logs were provided; hence, a deeper analysis of the device logs could not be conducted. The replaced nozzle unit was returned for further investigation. A visual inspection of the returned nozzle unit immediately confirmed the reported issue, as the nozzle unit's feather spring was clearly broken. Due to the broken feather spring, no further analysis could be conducted. Thus, it is not possible to fully reproduce the cause of the reported pressure transducer test failure. The nozzle unit is part of the gas module and regulates the inspiratory gas flow to the patient. It consists of a membrane, a mouthpiece, and a feather spring. The membrane in the nozzle unit is pressed against the mouthpiece by the feather spring to regulate the gas flow through the gas module. A faulty nozzle unit may lead to a stoppage of ventilation, low o2 levels, or high pressure. The nozzle unit should be replaced during the annual preventive maintenance or after 5000 hours of operation, whichever occurs first. Based on the available information and communication with the technician, it appears that the nozzle unit was replaced and failed within that year, indicating early wear of the nozzle unit. The conclusion is that the device failed to meet its specifications and that the issue was related to a damaged nozzle unit in the gas module.

Event description:
Manufacturer's ref: (B)(4).